Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). A visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact and not damaged. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analysed. No therapy could be found on the date mentioned in the complaint. The last possible therapy was chosen. A space line was inserted into the device on the (B)(6) 2021 at 14:24 pm. Two times a purge was done. The infusion started at 14:33 pm. During the therapy two times a "too few drops" alarm occurred and the infusion stopped. The infusion was then manually stopped at 16:03 pm and the space line was removed. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,54%. To investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "freeflow". Customer information: "customer complains blood reflux and stop of the pump during higher flow rates".